Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was duplicated. During the functional test the downstream occlusion sensor failed. The cause was from an inoperable downstream occlusion sensor. Replaced the downstream occlusion sensor to fix the reported problem and bring pump into full functionality. Device passed all functional tests after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a cassette not attached reattach error. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.